Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient had their pump implanted on (B)(6) 2016. When he went back for his follow-up appointment, the patient was told by the doctor that the representative put in the wrong ml of drug when the pump was implanted. The patient stated he only put in half. The patient just wanted someone to know. No patient symptoms were reported. There was no out-of-box failure. The patient stated the doctor had put the right amount of drug in after.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840 product type programmer, physician manufacturer report number 3004209178-2017-21458 was determined to be the same event. All further reports will be found under this report. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the doctor "put the wrong ml". It was clarified that there was a mistake with a zero. No further issues were reported or anticipated.